Manufacturer narrative:
Device evaluation summary: as received, x-ray demonstrated wireform intact. Suture holes were observed around the sewing ring and one suture remained attached. The sewing ring was cut near leaflet 1 and near commissure 2. Pulse duplicator testing of the returned valve at edwards showed complete leaflet coaptation, with no central leakage path during valve closure. The observed lack of coaptation had no negative effects on valve performance under simulated conditions. Additional manufacturer narrative - the reported clinical observation could not be confirmed through device evaluation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Device was returned for evaluation.

Manufacturer narrative:
(B)(4). The reported device was returned to edwards for evaluation although evaluation has not been completed. Results of evaluation will be reported when received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm mitral pericardial valve was explanted after one (1) day due to severe mitral regurgitation. The valve was implanted the day before to correct mitral regurgitation. The regurgitation progressed to nearly severe and the valve had to be emergently replaced with a 27mm mechanical valve. The device has been returned for evaluation.